Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose level of 400 mg/dl. The customer also stated that the insulin pump had receive an error in the motor was detected by reading unexpected value from hall sensor. Troubleshooting was performed. The product will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. No an error in the motor was detected by reading unexpected value from hall sensor error alarm noted. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report. (B)(4).